Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Correction: d9 - the date returned to the manufacturer is mar 18, 2024.

Event description:
It was reported that the patient was symptomatic of pocket infection. Extraction of the implantable cardioverter defibrillator system was performed on (B)(6) 2024. No vegetation or endocarditis was observed. A minor pericardial effusion was noted during extraction procedure. No further interventions were performed, and the size of the effusion did not increase by the end of the procedure. There were no further complications.